Manufacturer narrative:
H6: investigation summary two mz1000 samples were received without packaging; each connected to a 10ml syringe for investigation. Residual fluid was present in both samples. A visual inspection of the returned maxzero product identified a crack on the female luer adaptor (fla) of one of the maxzero components. Functional testing confirmed the customer's experience as leakage was observed from the crack. No leakage or damage was observed on the second mz1000 sample. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that complaints of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue. H3 other text: see h10.

Event description:
It was reported two maxzero needleless connector had leakage issues. The following information was provided by the initial reporter, translated from japanese: "while in use of covidien's dual lumen PICC, this patient was being given an infusion of a potassium agent. Noticing that the bed sheet became yellow, the hcp discovered leakage. The hcp flushed heparin-containing saline for negative pressure and confirmed that air got in."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported two maxzero needleless connector had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "while in use of covidien's dual lumen PICC, this patient was being given an infusion of a potassium agent. Noticing that the bed sheet became yellow, the hcp discovered leakage. The hcp flushed heparin-containing saline for negative pressure and confirmed that air got in."